Event description:
The exterior packaging was intact. When the box was opened, the first level of packaging was compromised and the surgeon decided not to use the implant, a backup device was immediately available. No adverse consequence to patient.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was confirmed. Device evaluation and results. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Medical records received and evaluation not performed as the event is related to a packaging issue and there was no patient adverse consequences. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling. No further investigation for this event is possible at this time. Product.

Event description:
The exterior packaging was intact. When the box was opened, the first level of packaging was compromised and the surgeon decided not to use the implant, a backup device was immediately available. No adverse consequence to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.